Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that  they are scheduled to have an MRI on tuesday, and called to review putting the device into MRI mode, as the agent walked the patient through in connecting to the ins, the patient encountered a por message that they were able to clear and a maximum setting message. The agent had the patient change to another program, but the patient can only go up to a .7 stimulation level and stated that they had been getting this error message for a couple of years now. The patient stated that they don't know the difference between each program and are unsure if they are getting symptom relief. The patient stated that they guess they might be having a return of symptoms but kept on seeing the maximum settings error message in each program they tried.  The agent redirected the patient to the hcp to have their device checked. The agent documented reported events.